Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, severely scratched display window and cracked reservoir tube lip. The insulin pump was unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd glass damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the display screen on his insulin pump is difficult to read. His blood glucose at the time of incident is unknown, but when he called it was 260 mg/dl. He states that his insulin pump fell off a truck, and that he using manual insulin injections to treat his diabetes. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer agreed to return the pump for analysis and a replacement device was shipped to him.